Event description:
It was reported that during the initial implant procedure, dislodgement of the left ventricle (lv) lead occurred. The lv lead was rinsed for replacement; however, lv lead damage was observed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and lead damage. As received, a complete lead was returned in one piece for analysis. The reported event of lead damage was confirmed. Visual inspection found two cuts on the lead body insulation at the proximal region of the lead. The cause of the reported event was due to lead body insulation cut/damaged consistent with procedural damage. The double bend height was measured within specification.